Event description:
A customer contacted beckman coulter inc. (Bci) regarding false positive rf results generated by the unicel dxc 800 pro synchron clinical system using lot m004772. There was no death, injury or change to patient treatment with regard to this event.

Manufacturer narrative:
The qc results faxed by the customer appeared acceptable. The customer did not report system errors or problems with other chemistries. Per customer, on (B)(6) 2011, the results obtained with another lot of reagent were acceptable. Service was not requested since this was a reagent issue.